Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that device failure to adjust speed occurred. A rotablator console was selected for use. During the procedure, it was noted that the device was unable to switch between high and low speed. The procedure was completed with the original device. The patient is stable, sedated with local anesthesia, and with no patient complication or other additional intervention reported.

Manufacturer narrative:
D4: catalog number: corrected. D4: model number: corrected. D2b: pro code (product code): mcx. G4: premarket/510(k) #: p900056. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that device failure to adjust speed occurred. A rotablator console was selected for use. During the procedure, it was noted that the device was unable to switch between high and low speed. The procedure was completed with the original device. The patient is stable, sedated with local anesthesia, and with no patient complication or other additional intervention reported.